Event description:
The patient was referred for vns generator replacement. The patient then reported having an increase in seizures due to the stress regarding the upcoming vns procedure.attempts for additional information have been made; no additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient reported that the seizures have increased to occurring daily. The patient underwent vns generator replacement, and the explanted generator has not been received by the manufacturer to date.